Event description:
--

Manufacturer narrative:
Our analysis could not confirm the clinical observations. The distal segment of the lead, measuring 370 millimeters (mm), was returned to our post market quality assurance laboratory. Visual observation noted that the helix mechanism was in a retracted position, dried blood was observed throughout the segment, and a stylet segment was returned in the lead segment. The lead's conductor coils were deformed at points 227 and 331 mm from the helix. The conductor coils also were deformed at the point of the suture tie-down. There were multiple cuts in the lead's outer insulation, and the insulation between the helix housing and the anode ring was stretched. Dried tissue was noted on the helix housing. The segment passed the electrical continuity test. The segment failed the stylet insertion test due to the stuck segment returned in the lead lumen. No other testing was performed.

Manufacturer narrative:
This report will be updated if the lead is returned for analysis.

Event description:
Boston scientific crm received information that this right atrial lead was explanted due to a suspected fracture based on high out-of-range pace impedance measurements. There were no adverse patient effects.